Event description:
Customer reported with an issue of flow problem identified during endoscope disinfection cycle. The wash cycle stopped and has angulation malfunction. There was no patient harm or injury reported. No user injury reported. Device evaluation found nozzle clogged. No output from the air/water supply channel.

Manufacturer narrative:
The subject device was received and evaluated. The air/water supply volume was inspected for an air and water flow issue. No air/water supply was observed due to a clogged nozzle. A solid and dark material whose origin could not be identified was removed as it was partially clogging the hose nozzle. However, the angulation problem reported by the customer could not be confirmed. When inspecting the angle knob rotation and direction and tested, all results are within specifications. Air leak inspection did not show any water leakages. Additionally, the following findings were observed during inspection: rubber glue is separated. Cover cap is scratched. Universal cord has wrinkles. Scope connector electrical contact slightly corroded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and update to b3. B3: added date of event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. The user may detect the suggested event by handling the device in accordance with the instructions for use (IFU): "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function . Inspection of the objective lens cleaning function. Precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution. Presoaking the endoscope". Olympus will continue to monitor field performance for this device.